Event description:
It was reported that the pump was nearing elective replacement indicator (eri) or had already occurred as of the date of the report. The reporter stated that the last time they interrogated the pump, about a month ago, the pump eri showed less than one month. The pump had been "dying for a year". The patient did not want to "sit around listening to it alarm all the time" but did not want the pump replaced. The healthcare provider (hcp) requested the password to have the pump permanently turned off. Volume discrepancies had been observed and had been progressively getting worse. At the latest refill the actual residual volume (arv) of 17ml was greater than the expected residual volume (erv) of 4ml. The patient decided not to troubleshoot the volume discrepancy due to nearing or being in eri. It was decided to stop the pump by turning the pump to pump off mode. The patient was reported to be "doing fine". The device system was used to deliver baclofen.

Event description:
Additional information: it was reported that the cause of the event was battery failure due to end of battery life. The battery longevity was considered normal. There were no signs of withdrawal reported. The patient decided that she did not want her pump replaced due to end of battery life. The patient did not want the pump explanted. The patient was tapered down and then the pump was stopped. The pump was delivering lioresal. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8598, serial#: (B)(4), implanted: (B)(6) 2006, product type: catheter; product ID: 8596, serial#: (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).